Manufacturer narrative:
On october 12, 2020 mentor became aware that on initial report g1 manufacturer site phone is incorrect. Please see the correction in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with unknown mentor saline prosthesis experienced right sided deflation and rippling post procedure. As a result patient underwent bilateral replacements s follow: left replaced with cat#:3501645, sn#: (B)(4), and right replaced with cat#:3501645 sn#: (B)(4) on (B)(6) 2013. Note: please refer to manufacturer report number 1645337-2020-12983 for prior adverse event.